Event description:
After the PICC was placed in the left cephalic vein and during cleaning of the site, the pt complained of difficulty breathing, stats drop and they become air hungry to the point oxygen mask needs to be placed. The face went red, lips tuned blue and difficulty in breathing occurred. No extra hospitalization required. The ir radiologist is convinced that this incident was attributed to anxiety of the pt.

Manufacturer narrative:
Conclusions: a root cause analysis could not be performed as the sample was not available for analysis. The device history for lot # 6242333 was reviewed and no irregularities were noted during the lot's MFR.